Event description:
The pt experienced a loss of therapeutic effect following a fall. The pt had been in the hospital three times because of medications that he was on and not being able to urinate or eliminate. He also reported hemorrhoids that he attributed to the "squeezing" that he felt from the stimulation in his rectum. Pt felt as if his implanted device was tipping outward and that caused him discomfort. The pt was concerned that the wire was very superficial and may come through the skin. Additional info requested. Please see MDR with mfg#: 3004209178201005383.

Manufacturer narrative:
(B)(4).